Event description:
The customer obtained an erroneously elevated na, k, cl, and co2 result for one (1) patient, involving the unicel dxc 800 system. The customer repeated the sample on an alternate dxc instrument and alternate methodology and obtained lower na, k, cl, and co2 results that were within the normal reference range of the patient. The erroneous elevated na, k, cl, and co2 result were not reported outside the laboratory. There was no effect to patient treatment in connection with this event. Quality control was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found no evidence of a system/hardware malfunction. The fse calibrated and performed a precision run and results were within specification.